Event description:
The lay user/patient in the united kingdom (UK) contacted lifescan (lfs) and alleged that a onetouch ultra2 meter was showing inaccurate readings. The patient could be contacted back by the customer service agent (csa) in early 2009 and obtained the following information. The patient indicated that the alleged meter has been giving higher results for about 3-4 days before he called lfs. The patient stated that he was unsure if his blood sugar was high or not, as he was not experiencing any symptoms of high blood sugar. However, he mentioned that his diet was altered during the christmas period, which could have affected his blood sugar. On eleven days earlier at around 7:34 am, the patient had tested his blood sugar on the alleged and received a result of 11.6 mmol/l and had taken 35 units of mixtard30 insulin at approximately 8:00 am. At around 1:00 to 3:00 pm on the same day, he allegedly "felt vision not clear, tense and started to sweat". He tested his blood sugar on the alleged meter and received a result of 9.9 mmol/l. He tested again within 10-20 minutes and received a result of 5.2 mmol/l. Based on the consensus error grid analysis, the difference between the compared results falls within c zone. He denied taking any medical intervention, medication, food or drink, in response to the alleged symptoms. His blood sugar was not tested on another meter. The customer service agent (csa) verified that the patient was using correct technique to test and to clean the puncture area, the sample was collected from an approved source, the unit of measure was set correctly, and the patient was reading the meter right side up. Quality control testing was not performed, as the patient's control solution was expired. Replacement products were sent to the patient. This complaint is being reported, as the patient allegedly received inaccurate readings on the meter and experienced "sweatiness and vision not clear", which could be associated with hypoglycemia. Diabetes care management: the patient normally tests his blood sugar twice daily. On one day he tests at around 12:30 pm and 11:00 pm and the next day, he tests at around 7:30 am and 5:30 pm and rotates in the same way. He normally takes a set dosage, 35 units of mixtard30 insulin at around 8:00 am and around 5-7 pm. He would increase his insulin intake by 1 unit only if he receives higher readings persistently for few days.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.